Event description:
The patient was implanted with a siltex low bleed gel-filled mammary prosthesis. Subsequently, the pt experienced capsular contracture, breast pain and asymmetry of the right breast.